Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 4mm x 30cm x 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter ruptured approximately 4 atmospheres (atm). Initially, the device was inserted, and it was difficult to cross the lesion. There was no reported patient injury. The target lesion was the superficial femoral artery (sfa). A saber rx pta balloon was used as pre-dilation. The device was opened in a sterile field. An unknown wire crossed the lesion and the device was inserted. Calcification is prominent, so that was the cause. The device will not be returned for evaluation as it was discarded due to infectious disease.

Manufacturer narrative:
A 4mm x 30cm x 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter ruptured approximately four atmospheres (atm). Initially, the device was inserted, and it was difficult to cross the lesion. The target lesion was the superficial femoral artery (sfa). A saber rx pta balloon was used as pre-dilation. The device was opened in a sterile field. An unknown wire crossed the lesion and the device was inserted. Calcification is prominent, so that was the cause. There was no reported patient injury. The device was not returned for analysis. A product history record (phr) review of lot 82159348 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device for analysis and based on the information provided, the reported ¿pta/ptca system-failure to cross and balloon-burst - at/below rbp¿ could not be confirmed and the exact root cause could not be determined. Handling and procedural factors such as vessel characteristics (prominent calcification), may have contributed to the reported event as the presence of calcification is known to cause damage to balloons. Additionally, catheter kinking during clinical use is a known and common occurrence during the procedure and is typically related to anatomy, technique, skill, lesion characteristics, and vessel tortuosity. Failure to cross is a known procedural occurrence that is commonly related to patient anatomy, lesion disposition/composition, operator technique, ancillary equipment and /or appropriate device selection. These issues were likely the prominent contributing factors in this event. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr review nor the information available suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.